Event description:
It was reported that the doctor implanted a long term catheter from right internal jugular in (B)(6) 2012. From that time to (B)(6) 2012, hemodialysis is successful. (B)(6) 2012, the doctor found the patient's catheter out of position 4 cm when he was hemodialysis in hospital. The doctor checks and confirms that the cuff is still in patient's body. The catheter separated from the cuff. The doctor has to change a new catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reud0559 showed one other similar product complaint(s) from this lot number (406134).